Manufacturer narrative:
An investigation was performed in response to a complaint of errors 4029 and 4017 on the aia-360 analyzer. The device was being used for diagnosis during the complaint event. On the phone, a field service engineer (fse) advised customer to clean the sample nozzle tip. The customer observed some build up around the tip while cleaning the sample nozzle. The sample nozzle exhibited obstruction of flow due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. A 13-month complaint and service history review for serial number (B)(4) from the date of 06sep2020 through aware date 06oct2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: no. 4029: error message: spec. T-axis home not found. Description: the home position of the specimen 0-axis motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. No. 4017: error message: spec. Sy clog detected. Description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay.

Event description:
Customer reported an error 4029 spec. T-axis home not found along with error 4017 spec. Sy clog detected. The power was reset and the issue remains. This is a reportable event based on delay of reporting patient results for class a analytes.